Event description:
It was reported the patient alleged complications and injuries associated with metal wear of a hip system. The report was submitted in the context of a class action lawsuit alleging the device was unreasonably dangerous. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: m2a-magnum pf cup 54odx48id, item: us157854, lot: 473440. M2a-magnum 42-50mm tpr insrt-3, item: 139254, lot: 709810. Bi-metric/x por nc lat 10x130, item: x11-180310, lot: 041120. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04)- head. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.